Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "the patient came into the hospital with a PICC that was leaking. Patient had their PICC placed 2 weeks ago at another hospital (we don't not have the exact date that line was placed) by a PICC pro rn. When patient came in on (B)(6) 2024 there was a fracture noted at the 5cm. Line was removed, and new line was placed. No impact. No other information was provided.